Manufacturer narrative:
It was reported on (B)(6) 2026, "male patient was using a urinal and experienced a cut on the scrotum; there were sharp edges noted on the lip and side of the urinal along the seam (opposite the handle); the seam rests on the scrotum when patient is using the urinal." The facility also reported that the urinal had "rough edges." Per the facility, "patient's nurse provided care for the wound" and "wound care at unit level" was performed following the reported incident. The facility reported, "patient is in stable but critical condition due to admitting problem." No additional information is available at this time. It has been determined that though the event did not involve a death or serious injury, recurrence could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
It was reported on (B)(6) 2026, "male patient was using a urinal and experienced a cut on the scrotum; there were sharp edges noted on the lip and side of the urinal along the seam (opposite the handle); the seam rests on the scrotum when patient is using the urinal."